Event description:
The date and information contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary info rec'd by karl storz, who has not conclusively determined the cause of the adverse event. This MDR is, therefore, no intended to and shall not constitute an admission that a reportable event occurred or that any karl storz products were causally related to the incident. During a turp procedure, dr reported hearing an "explosion" inside pt's bladder. He performed a cystoscopy and found a small bladder perforation. Because of its small size, he felt it unnecessary to take any further action because it would heal on its own. He then completed procedure. Neither the electrode (subject instrument) nor any other karl storz instruments used during procedure were reported to have malfunctioned.